Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) called during the procedure to report that the e-100 did not detect the instrument when connected as the check instrument cord was displayed. The customer was using the erbe vio to continue with the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed but the reported failure could not be replicated. This e-100 was installed onto the test system and it worked fine with vessel seal instrument installed with a saline dipped gauze in the jaws a fire yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue. No physical damage found.